Manufacturer narrative:
E1: initial reporter address 1: (B)(6). E1: initial reporter phone: (B)(6).

Event description:
Promus premier china registry. It was reported that unstable angina occurred which required intervention. In (B)(6) 2019, the subject presented with unstable angina and was referred for cardiac catheterization. The target lesion was located in the middle left anterior descending artery (lad) with 90% stenosis and was 34mm long, with a reference diameter of 3.00mm. The target lesion was treated with pre-dilatation followed by the placement of a 3.00mm x 38mm promus premier stent system. Following post-dilatation, the residual stenosis was noted to be 0%. Three days later, the subject was discharged on aspirin and ticagrelor. In (B)(6) 2023, the subject was diagnosed with unstable angina and was hospitalized on the same day for further evaluation and treatment. At the time of the event, the subject was on aspirin and ticagrelor. Medication was given and target vessel revascularization was performed to treat the event. Five days later, the event was considered recovered/resolved, and the subject was discharged from the hospital.